Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 173 mg/dl. Additionally, customer reported air gaps in the tubing. The air was primed out of the tubing and insulin delivery was resumed. Reportedly, the cartridge was in use for approximately 1 week and tandem's technical support educated customer on cartridge/insulin labeling.